Event description:
It was reported that post operative to a laparoscopic gastric band procedure, erosion was noticed on endoscopy. It was stated that three-fourths of the device was observed to be eroded into the lesser curvature of the stomach. The patient symptoms were abdominal pain with no port site infection noticed. The patient had received a total of two fills. The device was explanted and a drain was placed in patient. The is fine.

Manufacturer narrative:
Date sent: 10/21/2009. Information anticipated, but unavailable at this time.